Event description:
Information received by medtronic indicated that the insulin pump had pump error alarm. Customer reported they were able to clear the alarm. Customer stated they were able to rewind the insulin pump. Fill cannula was recorded in daily history. Customer stated that the insulin pump passed self test. Customer stated that the insulin pump had crack at select button. No harm requiring medical intervention was reported. Troubleshooting was performed, and the customer will discontinue to use the device.

Manufacturer narrative:
Retainer ring = clear. Patient returned product with allegation of pump error 3 and 54 on (B)(6) 2021. Patient stated that pump error 3 and 54 have been received twice. Patient also mentioned that there is a crack on the select button. T/s per dop114-980. The pump passed the displacement test and self test. All buttons function properly and no unexpected pump error 54/3 alarm noted during testing. Successfully downloaded history files and traces using thus. Pump error 3 confirmed in the history file on (B)(6) 2021 at 00:00:13 pump error 54 confirmed in the history file on (B)(6) 2021 at 00:00:11 file#: 32122, line#: 1421 due to software error (sw). Pump was cut open to perform visual inspection and found no physical or moisture damage to the electronic assembly, motor assembly or force sensor assembly. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked select button keypad overlay, scratched case and minor scratched lcd window. Pump error 54/3 alarm confirmed due to software error. Cosmetic damage confirmed at the select button keypad overlay. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.